Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 304 mg/dl and a bolus of insulin was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was found. No damage was noted to the cannula. The customer was to change out the infusion set site and declined further follow-up.